Event description:
It was reported that this event occurred in the anesthesia department. The stopcock leaked no matter how the stopcock was positioned. It was therefore replaced. There was no pt injury, complication or death. The pt outcome is noted as "ok".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.